Event description:
During code blue in ER, zoll defibrillator with external stat padz used on female elderly pt. "Shocked" as last effort (pt deceased) at 360 joules. After 1st shock - the apex pad-arced with each shock times 3 after. Left burn mark on pt under pad - approx 2 inches long + 1/4 inch wide. Event did not contribute to death.